Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system was sensing diaphragmatic noise, which resulted in two non-sustained episodes. It was further reported that pacing was inhibited while the patient was sleeping due to noise on the atrial channel caused by diaphragmatic movement. The patient was not reported to be pacemaker dependent.